Event description:
It was reported that the patient presented to the hospital for follow-up and premature battery depletion was observed. Review of the device memory revealed three vf episodes that appeared to be triggered by noise. The device was explanted and replaced. There were no further complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined. The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits.